Manufacturer narrative:
Vyaire field service technician went onsite and evaluated the device. Reported that the serial numbers does not match on the work order. During testing, fund out that expired tidal volumes are indeed low. Performed expiratory flow sensor calibration. Tidal volume expire and tidal volume inspire are now both correct on the ventilator and on the flow analyzer. Device may be returned to service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported volumes fluctuating during use on a patient on the avea ii ventilator. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
D4: serial (B)(6).